Event description:
Consumer stated: I have used my shyn sonic tooth brush 3 times and this third time I had bristles left in my mouth after brushing? I've only had this toothbrush system for 3 weeks, used three times, this should not be happening.